Manufacturer narrative:
Zoll canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defibrillator shock testing, and all functional testing using both the returned multifunction cable and paddles, as well as known-good accessories without duplicating the report. The device was determined to be working as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently failed to charge via paddles. Complainant indicated that there was no patient involvement in the reported issue.